Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage and discoloration to the driveline; although a specific cause for these findings could not be conclusively determined, they did not appear to have contributed to an electrical issue. The submitted image showed the driveline connected to the system controller, with tape wrapped around the portion of the driveline adjacent to the controller connector. Beneath the clear tape, the outer jacket appeared to be compromised, but no further layers were exposed. Additionally, the outer jacket was discolored tan. Although the damage appeared to be cosmetic only, the extent of the damage could not be conclusively determined due to the presence of the tape. Review of the submitted log files captured the pump operating as intended. No notable events or alarms indicating an issue with the driveline were observed. Provided information revealed that a clamshell repair was performed on 19sep2025. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site was wondering if the image would warrant a clamshell repair. Tape was present on inspection. Log files were sent for review. The log file captured power cable disconnect/low power hazards during power changes all throughout the log file. Both system controller cables were disconnected during a power change. When switching power sources, it was noted that the patient was on the black power cable at the battery and was switching from the white wall cable to the battery. When the white cable was disconnected and was relying on the black cable attached to the battery it alarmed. Based on that and the ebb being used with power changes it was suspected by the site that the power cables were damaged. A controller exchange was to be completed. There was no pump interruption during this event as the backup battery (ebb) functioned as intended. Despite the attached picture of damage on the driveline near the bend relief area, there was no evidence of any type of driveline electrical conductor issue seen in the log file. A clamshell repair could be scheduled for the tear near the metal connector. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. The controller black power cable was reading below normal voltage even when connected to the mobile power unit (mpu). Technical services was to be onsite for the clamshell repair on 19sep2025. On 22sep2025 it was stated that the clamshell was completed per procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.